Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed on multiple occasions. A (B)(6) study was completed on 8/31/2016, and the catheter was later found to be patent. The device was explanted, and there were no patient effects reported.

Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, priming of the catheter access port, programming of a demand bolus, and relevant flow rate tests. The evaluation determined that the issue was caused by a partial obstruction of the outlet valve flow path. The obstruction was composed of drug precipitants of morphine and bupivacaine. Based on the results of the investigation, the reported issue was confirmed. Describe event or problem and explant date: updated with additional information. (B)(4).

Event description:
It was reported that pump therapy medication is morphine at a dosage of 4.4 mg/day and bupivacaine at a dosage of 4.48 mg/day.